Event description:
It was reported that the device was explanted due to eri status approximately 90 months after the implantation. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the home monitoring data. The manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified. The available data have been analyzed. The analysis revealed the eri battery status. The battery status was not as expected. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Should the device itself become available this investigation will be updated. Please note, this ICD is affected by the field safety corrective action, bio-lqc, initiated in march 2021.